Manufacturer narrative:
(B)(4).

Event description:
It was reported the motor drive unit hand cntrl pwrmx el overheated. It is unknown if there was a delay of surgery and when it occurred. A backup device was available and used. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - the reported device was not returned for evaluation to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time. Manufacturing records show that the device was released to distribution new in (B)(6) 2016. There are no indications to suggest that the product did not meet manufacturing specification when released to distribution. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.